Event description:
It was reported that during the surgery, the t2 anchor of the fast-fix could not be inserted. No delay or other complications were reported. Smith and nephew back up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of the instructions for use found information related to the deployment slider requiring a return to its most proximal position for t2 deployment to be effective and causes of pre-deployment of t2. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging. The t1 anchor was detached from the device. The t2 anchor was attached to the needle as manufacturer intended. The suture is coated in debris. The deployment needle was in the t1 pre-deployment position. A functional evaluation revealed the device functioned as expected. First depression attempted to deploy an empty t1 position and the device reset to the t2 pre-deployment position. The second depression deployed t2 and reset back to the t1 position as intended. The complaint was not verified, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.